Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that low draw occurred with a bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m. The following information was provided by the initial reporter, "during use, the nurse found 1ea tube has no draw issue."